Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The customer reports that the crystalens haptic was received torn when the tech opened the package. No pt contact.